Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the black box showed no pump reboots or power losses. Multiple cracks were observed in the battery compartment. A test battery cap was able to attach to the pump and was used to complete testing. The pump powered on normally; the pump was exercised for 24 hours with test cap with no power issues occurring. The pump was opened and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).